Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection identified that the returned device is missing the bio-screw and the sutures. Evaluation of the picture attached noted that the suture loop was frayed and broken. The implant 3mm bio-suturetak was damaged on the threads. No damage was noted to the driver. White/black and blue sutures were not returned. The most likely cause of the reported failure can be attributed to user error of the device due to misaligned insertion, prying, or leveraging the device during use. Per dfu-0054-eo rev 5 - warnings - 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. Functional testing was not performed due to the damage to the device.

Event description:
On 1/24/2024, it was reported by an arthrex subsidiary employee via e-mail that an ar-1934bcf-2 suture anchor, biocomposite suturetak eyelet broke, which caused the suture to fall apart from the anchor and the product was unusable for the procedure. The case was completed by opening a new ar-1934bcf-2 suture anchor, biocomposite suturetak. There is no secondary procedure needed. This was discovered during an unspecified procedure on (B)(6) 2023, with no reported patient harm. Additional information received on 2/5/2024: this was discovered during a ankle ligament repair procedure. The ar-1934bcf-2 suture anchor did break inside the patient and some fragments are still in the patient. The case was delayed 1 hour and additional anesthesia administered to the patient.